Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 302 (mg/dl). Customer administered a manual injection to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Tandem technical support assisted the customer with changing their infusion set site.